Event description:
It was reported that the customer was admitted to the hospital for high blood glucose levels and diabetic ketoacidosis. It was reported the customer was vomiting and had abdominal pain with ketones. The customer had no delivery alarms prior to hospitalization. Troubleshooting could not be completed because the customer did not have supplies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.